Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 567 mg/dl; cause was unknown. Customer addressed the elevated bg by manual insulin injection and was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. No alerts of occlusion and no issues with infusion set or cartridge were identified.